Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that did not need new cord reel. Cord reel was wrapped up in unit removed cover and untangled cord and operated as intended no parts needed replaced. Safety disk was replaced as it is expired. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's cord reel will not retract. There was no patient involvement.